Event description:
Patient's caregiver called customer care to inform of the patient's death on (B)(6) 2023. The patient was wearing the system at the time of death, and the patient's caregiver was informed that the system did not shock the patient due to the patient's nature of death. The cause of death is suspected to be stroke which is not an indication of use for wcd system. MDR is filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Therapy cable failed inspection for overmold separating from the alert button. Kmt engineering evaluated the device event log and observed no indication of a performance issue with the therapy cable. The evaluation of returned device indicated that the wcd performed as intended. Wcd role in patient death is unrelated.